Event description:
Event description cpi received information that this implantable pulse generator (ipg) reported an elective replacement time (ert) indicator subsequent to exposure to cautery surgery.